Event description:
It was reported that the health care professional (hcp) suspected that this left ventricular (lv) lead appeared to exhibit loss of capture (loc). The hcp called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, the egm showed that the lv lead appeared to exhibit high pacing thresholds and intermittent loc. Ts discussed clinic evaluation and troubleshooting options with the hcp. At this time, the lv lead remains in service. No adverse patient effects were reported.